Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that the patient experienced a cardiopulmonary arrest while undergoing a hemodialysis (hd) treatment on (B)(6) 2014. No product malfunctions occurred, identified, or alleged during the hd treatment. No other event related information was made available. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No sample of the acid in use during the treatment is available for analysis.

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all naturalyte liquid acid concentrate products shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. However, all device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Although requested, medical records and treatment details were not received for this event. Should additional relevant information be received, a supplemental MDR will be submitted.